Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an unrelated ablation procedure, this implantable cardioverter defibrillator (ICD) oversensed electrocautery noise causing pacing inhibition for approximately two seconds. No changes were made and the ICD remains in service. No adverse patient effects were reported.